Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2004, the plaintiff was implanted with an ams sparc sling system to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries." The plaintiff's attorney further alleged that the plaintiff experienced "chronic pain, urinary issues, diffuse cystitis, and erosion of internal tissues that has resulted in pain and suffering, disability, mental anguish," "aggravation of a preexisting condition" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.